Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed sense b type noise in the alternative vector result in inappropriate therapy. Technical services (ts) recommended close remote following in the secondary vector. The physician elected to replace the system because the patient must not have any additional inappropriate therapy due to their clinical state. The explanted system will be returned for evaluation.